Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported the explant was on 3/24/23. Customer discarded the devices.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was caller stated that their spouse's implant had never been effective for inhibiting their pain, and was instead causing them more pain. Caller reported that pt's 7-day trial only delivered 50-60% effectiveness for back and leg pain. Pt was told that upon implant their lead would be moved to the left to deliver fuller sense of stimulation; that moving the lead did not provide better therapy. A manufacturer representative  had been working with them through the trial to implant and was made aware of these issues. Caller reported that the initial date of implant pt had programming done, but the programming did not provide adequate pain relief/stimulation. Pt then met with the rep about 3 weeks later, mid-october, to try reprogram ming again, which was unsuccessful. Pt tried reprogramming once more in the beginning of november, which was also unsuccessful. Pt had their stimulator turned off since mid-november. Caller stated that pt's body hadn't accepted the implant; was painful and pt was sore. Caller stated sitting is painful for pt, and above pt's left hip was "very, very painful." Called confirmed that pt does not have an infection or fever. Pain meds were not helping. Caller stated they were working with their doctor, to get approval for explant of the stimulator, but they were waiting on some correspondence from the manufacturer. Caller said they might be waiting on something for their insurance which had pre-approved the explant. Caller stated that their doctor sent a request for this information 3-4 days ago and still had not heard anything back. The patient was redirected to their healthcare provider to further address the issue. Agent directed caller to have their healthcare provider try to follow up with whoever they contacted, and to give rep a call to see if they knew who to contact, as patient services does not have record of these kinds of requests. Caller mentioned that pt had received spinal injections before beginning their stimulator trial.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported that they became aware on 2/9. The surgery date has not been scheduled. Patient weight has not been provided. This info is confirmed no have no further info at this time.